Event description:
It has been reported that during the procedure the zuma guide catheter caused a dissection of the left main coronary artery. No intervention was performed. The device is not being returned for eval as it has been discarded by the hospital.